Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 10/31/2025: during a clavicle fracture procedure on (B)(6) 2025, an issue occurred involving the implant. The issue was discovered inside the patient; however, no components fractured or remained within the patient. The procedure was successfully completed using a replacement implant: ar-2658tr knotless distal clavicle plate button tightrope. The surgical case experienced a brief delay of approximately five minutes. No additional anesthesia was administered as a result of the delay. For bone preparation prior to implant insertion, the ar-2272 drill pin button (3.7 mm) was utilized. The bone quality was assessed as normal.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. The repair button was able to be set on the tip of the inserter and unscrewed without issue. One unpackaged ar-2658tr, knotless distal clavicle plate button tightrope batch 15406823, was received for evaluation. The button was received separated from the inserter. During the visual inspection, it was noted that the sutures connected to the buttons were broken. No damage was noted on the repair button threads or inserter tip. Damage, such as nicks, was noted around the repair button. The sutures attached to the distal clavicle plate button were moved to assess for resistance; no issues were found. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0143-eor0_fmt_en suture buttons. G. Precautions: 4. Loop and button should be properly oriented during passing and fixation, per technique guide, in order to function properly. Dfu-0192-eor9_fmt_en arthrex plates g. Precautions: 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0143-eor0_fmt_en suture buttons g. Precautions 4. Loop and button should be properly oriented during passing and fixation, per technique guide, in order to function properly. Dfu-0192-eor9_fmt_en arthrex plates g. Precautions 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/27/2025, a sales representative reported via email that an ar-2658tr knotless distal clavicle plate button tightrope was unable to be properly implanted due to cross-threading of the implant. The case was successfully completed, and no harm to the patient was reported.